Manufacturer narrative:
An outside of united states (ous) customer reported multiple, falsely depressed human growth hormone (hgh) patient results obtained on an immulite 2000 xpi instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the seals of the quick coupling connections of the wash and water tanks and restarted the module. It was identified that the seals of the quick coupling connections of the wash and water tanks showed severe wear, allowing air to enter the diluters. The seals were replaced, and the module was restarted. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple, falsely depressed human growth hormone (hgh) patient results (21 patients) were obtained on an immulite 2000 xpi instrument. The initial results were reported to the physician(s). The same samples were repeated on alternate immulite 2000 xpi instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed human growth hormone (hgh) patient results.